Event description:
It was reported that bd¿ 20 ml syringe with needle had foreign matter. This was discovered before use. The following information was provided by the initial reporter: when opening the bd 20ml disposable sterile syringe, from the emergency department of the first affiliated hospital of university, found that the plunger had gray and black foreign matter.

Manufacturer narrative:
H.6. Investigation summary: bd has been provided with photos for catalog 301948 lot 1811222 to investigate for this record. After evaluation, bd has identified the grey and black foreign matter as embedded contamination in the plunger of the syringe. As a result, bd was able to verify the reported issue. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), some particles of plastic and rest of oil from the polyethylene can remain stuck on the internal walls of the mold and get burnt. During normal production some particle may be detached from the screw being injected and remaining embedded in molded piece. Considering our in-coming and in-process inspection, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ 20 ml syringe with needle had foreign matter. This was discovered before use. The following information was provided by the initial reporter: when opening the bd 20ml disposable sterile syringe, from the emergency department of (B)(6), found that the plunger had gray and black foreign matter.